Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The device is also suspected to exhibit premature battery depletion. The crt-p is expected to be replaced, however, there is not a scheduled date for the surgical intervention at this time. The crt-p remains in service. No adverse patient effects. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The device is also suspected to exhibit premature battery depletion. The crt-p is expected to be replaced, however, there is not a scheduled date for the surgical intervention at this time. The crt-p remains in service. No adverse patient effects. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. A telemetry reset was performed and the device put in primary operation, and the device was able to communicate with the programmer. The memory was corrected, and the device operated normally. The case of the device was removed and all current drains were normal. The battery was evaluated and determined to be performing as expected. The cause of the safety mode could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The device is also suspected to exhibit premature battery depletion. The crt-p is expected to be replaced, however, there is not a scheduled date for the surgical intervention at this time. The crt-p remains in service. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The device is also suspected to exhibit premature battery depletion. The crt-p is expected to be replaced, however, there is not a scheduled date for the surgical intervention at this time. The crt-p remains in service. No adverse patient effects. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.